Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The patient underwent a pump exchange on (B)(6) 2020 (reference MFR# 2916596-2020-04515) and heartmate ii lvas, serial number (B)(6), was not returned for evaluation as of 19oct2020. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 21dec2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event was extracted from the event covered in MFR # 2916596-2020-03470. The event date was not provided and is an estimate. No further information was provided. A supplemental report will be submitted when manufacturers investigation is complete.

Event description:
It was reported that the patient has multiple worn portions along the driveline. Rescue tape has been used along the entirety of the driveline. The event date was not provided and is an estimate.